Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to customer¿s blood glucose. Customer was using apidra insulin and tandem technical support educated contact regarding cartridge/insulin labeling. Reportedly, contact suspected occlusion was due to use of apidra, declined troubleshooting, and consulted a healthcare provider to obtain alternate insulin.